Manufacturer narrative:
(B)(4). The device was received and evaluated. As received condition: received 1 sample, part number 8225101, from lot number 0209647259. There was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. Equipment used: microscope (zeiss stemi 2000c between 0,65 to 5,0 magnification settings), nim 3.0 with patient simulator, multimeter. Observations: the probe tip was bent, however the return packaging was flexible, and it does not appear the physical condition of the tip is related to the complaint. Manufacturing drawing indicates that the probe and handle assembly shall exhibit continuity with an end to end resistance of less than 0.3 ohms. Using a multimeter the combined resistance was 0.07ohms, meeting the required manufacturing specification. The probe was attached to the nim 3.0 system where a simulation was, run and the probe proved fully functional with no intermittence. The reported event could not be duplicated and the complaint is unconfirmed. There was no evidence of improper manufacturing, which has been ruled out as a potential cause, and no faults were found with the returned device.

Event description:
It was reported that "this probe could not function properly during the surgery". There was no patient injury reported.

Manufacturer narrative:
Follow up information was received: there was no alert and the surgeon used another new 8225101 to complete surgery. The probe could detect the nerves in the beginning. However, after a period of time, the probe failed to detect nerves. There was no signal and warning even when the probe was touching nerves. Stim/threshold settings were 100uv. (B)(6).

Event description:
Follow up information was received: there was no alert and the surgeon used another new 8225101 to complete surgery. The probe could detect the nerves in the beginning. However, after a period of time, the probe failed to detect nerves. There was no signal and warning even when the probe was touching nerves. Stim/threshold settings were 100uv.